Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief. Multiple reprogramming attempts were tried to no avail. The next course of action has yet to be determined.

Event description:
Follow-up identified the patient's system was reprogrammed. At this time, the patient is undecided about pursuing surgical intervention.